Event description:
Patient with one jp to scalp, status post surgery. Orders to discontinue the jp drain. Pa discontinued drain; however, a portion was retained. Head CT scan was obtained, verifying that a portion of the jp drain was retained. Pa aware and to notify the rest of the providers including the surgeon. The patient returned to the or the next day for successful removal of the fragment. It appears as though the drain was caught on a suture. No patient injury. Photo of retained drain available. This is second event of this type this year and is being followed closely by involved departments.